Event description:
It was reported that prior to the procedure, two devices were being pulled from the storage room and the blue knob was coming thru the tyvek on the first device and the second device had a hole in the tyvek. Two more devices were pulled from inventory and were fine.

Manufacturer narrative:
(B) (4). (B) (4). External cause. Evaluation summary: sealed package and instrument were received without individual carton. Package was observed to have excess wear and damage from handling. Tyvek had a small tear on the edge and indications of rubbing on the surface of the tyvek. One small hole was observed in tyvek on top of device knob. Hole in tyvek was confirmed using methylene blue stain. Hole resulted from compression of package from outside over knob area. The damage occurred during handling or storage of the device. Sealed package and instrument were received without individual carton. Package was observed to have excess wear and damage from handling. One small hole was observed in tyvek at the corner of the package. Hole in tyvek was confirmed using methylene blue stain. Hole resulted from impact damage, like a corner of a box. The damage occurred during handling or storage of the device. A batch record review was performed and no anomalies were found during the manufacturing process.